Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring seals did not load properly and during the case two heartstring seals failed to deploy. The first seal folded correctly when the green buttons were pushed but the seal crimped/crushed on the delivery tube when went to load. The second seal only rolled on one side and would not roll on the other. The third and fourth seals loaded correctly but when the surgeon deployed the seals into the anastomosis then pulled back the delivery device, the seals came back out with the device. A fifth replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. This report is for the first seal.

Manufacturer narrative:
Investigation results: the visual inspection showed that the delivery device was still in the loader device and the plunger had not been depressed. The delivery tube was pressing against the slightly folded seal where part of it was inserted into the delivery tube. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.